Event description:
It was reported that during set up of a da vinci si surgical procedure the wires on the megasuturecut needle driver instrument popped. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at wrist. The other cables at the wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.